Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was reported that the left ventricular (LV) lead's lumen was found to be damaged and the guidewire was unable to advance. The LV lead was not used and was replaced on (b)(6) 2026. The patient was in stable condition.